Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, inappropriate hv therapy for an atrial fibrillation with rapid ventricular response was observed. The therapy converted the patient's atrial arrhythmia. Medication adjustment and programming changes were discussed.